Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. One of the posts fractured off of the device and was returned. The device was manufactured in 2016 and exhibits signs of extensive wear/usage. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
This is the correct aware date of that a malfunction that may lead a serious injury was identified.

Event description:
It was reported that the bumper broke during femoral implant impaction. The procedure was delayed less than 30 minutes. A backup device was available to complete the surgery. It is unknown if some broken piece fell into the surgery field.